Event description:
The IV was placed in the hand of a pt. The pt pulled the IV out and the clinician noticed that the catheter was not attached. Chest and arm x-rays were completed, but the catheter fragment was not located. The reporter was unaware if add'l hospitalization was required and if they were able to locate the catheter.